Event description:
It was reported that bd safetyglide¿ shielding sterile subq hypodermic needle had foreign matter on the needle. This occurred on 2 occasions. The following information was provided by the initial reporter: material no: 305901 batch no: 8117577 it was reported that facility discovered what looks like a little hair or plastic on the needle. Per complaint description customer has found a fiber in tip of needle twice.

Manufacturer narrative:
Investigation: a single loose shielded safetyglide needle in a biohazard bag was received and visually evaluated. The cannula was observed to have multiple white foreign matter fibers on its surface. Some fibers were larger than level 3 in size, which is rejectable per product specification. It was not clear if any foreign matter was present in the fluid path. The fiber was then examined using 40x magnification and was visually identified as a piece of plastic. During the assembly process plastic fibers can be created by contact between the safety shield and the needle if the safety shield is not properly located when it is pressed onto the assembled needle hub. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd safetyglide¿ shielding sterile subq hypodermic needle had foreign matter on the needle. This occurred on 2 occasions. The following information was provided by the initial reporter: material no: 305901, batch no: 8117577. It was reported that facility discovered what looks like a little hair or plastic on the needle. Per complaint description: customer has found a fiber in tip of needle twice.